Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the basal step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The correct product for this complaint is the infusion set and not the pump as previously reported. Animas does not manufacture the infusion set therefore no regulatory report is required. Animas will forward the complaint to the relevant manufacturer.